Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer detected no vacuum on the mc probe. The vacuum valve was replaced and no further leaking was observed. Instrument performance was verified per established procedure. The repair appears to have addressed the issue. The instrument was repaired and returned into service.

Event description:
A customer reported that questionable sodium and glucose results were generated from a synchron lx20 pro system. The customer also reported the generation of noise errors on modular chemistry probe (mc) cup chemistries. The number of, and details associated with, questionable results and noise errors is unknown. The questionable results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Data provided by the customer indicated the generation of questionable/suppressed sodium and glucose results for two patient samples. Repeat results generated on an unknown instrument were different from initial results, and considered valid. The date associated with these results was not provided by the customer. It is surmised that the results were both generated on the event date of this report. The customer indicated that they believed they had a clot in the mc probe. The mc probe was leaking. The probe was flushed. The synchron lx20 pro system subsequently generated a system "mc system response error."